Manufacturer narrative:
Unable to perform displacement test due to damage to the retainer ring and pump not passing p-cap lock test. Pump passed self-test. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was unable to attach and lock properly into place. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, retainer knit line damage and dented retainer ring. No communication pump to transmitter (unresolved) was not confirmed. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer attempting to pair with the pump transmitter and mobile. The pump could not pair to any devices. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.